Manufacturer narrative:
The patient was born in (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause of the peritonitis was reported as poor environment and poor source of water. On an unreported date, the patient began treatment with unknown antibiotics (doses, frequencies and routes of administration not reported). On an unreported date, dianeal therapies were discontinued. Nineteen days after the onset of the event, antibiotic treatment was discontinued and the patient was switched to hemodialysis therapy. At the time of this report, the patient had not recovered from the event. Additional information is not available.